Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 80% stenosed, 20mm x 3.0mm, eccentric, de novo with greater than 45 degrees significant bend target lesion was located located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 3.00 rebel stent catheter was advanced but failed to cross the lesion. Upon device removal, it was found out that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported.